Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic system restarted. Procedure details and patient impact have not been provided. Additional information received indicated that surgery procedure was phacoemulsification and the event occurred before and during the surgery. Surgery was completed with the same system. There was not patient impact.

Manufacturer narrative:
The company representative, confirmed and replicated the reported event. The power supply was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the non-conforming power supply. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply was received for this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The power supply was installed on a calibrated system, which then started up without any issues. A fluidics cassette was inserted and primed with no non-conformities observed. The system passed a surgical test in sculpt mode for 5 minutes twice, and burn-in for 4 hours while staying powered on. The system was working perfectly with the returned power supply. The root cause of the reported event is attributed to wear/reliability issues within the power supply. The manufacturer internal reference number is: (B)(4).